Event description:
Boston scientific crm received information that during a follow-up visit, it was determined that the device was implanted upside down and the leads were reversed in the header. No adverse patient effects were reported. Our company received additional information almost one year later that this lead displayed high threshold measurements and low r wave measurements.